Event description:
Caller reported a cartridge alarm issue that resulted in a blood glucose reading categorized as "high," although the specific value was unknown. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi). There was no requirement for third-party assistance, and the issue did not occur during the loading process. Cts confirmed a history of consecutive cartridge alarms, leading to the decision to replace the pump, which was under warranty. The customer was provided instructions on how to manage the pump before returning it and received a replacement pump from tandem technical support.